Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2024. Date of event is an approximation. On (B)(6)2024, the cgm alerted and was reading 68 mg/dl and the blood glucose was not checked. The patient experienced lightheadedness and attempted to treat with carbohydrates but had a syncopal episode. The patient recovered within a few minutes. There was no documentation of further medical evaluation or intervention. The patient was in good condition during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.